Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon performed an skin closure on a spine procedure, after 28 days, wound dehiscence was found and there was no presence of suture left on the wound. To resolve the issue, reclosure of the open wound was done. The patient also receive antibiotic therapy.